Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty latch. The field service engineer cleaned microswitch contacts and applied conductive grease on all latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system that it had a door failure. The customer reported that issue occurred when dispensing medication and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.